Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for oversensing of noise. The lead was suspected of dislodgment and the physician thinks the lead had pulled back into the atrial. The lead had oversensing of atrial far field signals. The lead had changes in thresholds and r-wave amplitude. The lead therapies were programmed off until lead revision. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high thresholds and high impedance. The lead was revised and removed. A new lead was implanted.